Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the hub separated from an unspecified number of devices, and it is difficult to activate the safety feature. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the hub separated from an unspecified number of devices, and it is difficult to activate the safety feature. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found relating to the reported defects. Also, the luer adapters of the retained samples of 8 sets each were connected to our bd single use holders and bd pronto holders using bd blood collection tubes and no spin out, separation or difficulties were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use and difficult to perform based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.